Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician used a euphora rx balloon to treat a lesion in the proximal 1st om with severe calcification and tortuosity. No damage was noted to the device packaging. No issues were noted when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was performed with no issues noted. During inflation of the balloon to predilate a lesion, the balloon ruptured. Balloon was inflated twice prior to the rupture and 16atm was applied. There was a gradual drop in pressure. Prior to the burst, the balloon was moved in distal lm to the highly calcified lesion in the proximal cx. It was reported that while the balloon was being removed into the guide catheter, resistance was felt, as if the balloon was snagged on something just outside the guide catheter tip. Force was used to retrieve the balloon inside the guide catheter. Again, further snag-like resistance was felt and further force was applied to pull the balloon out of the guide catheter. As reported, the balloon had separated in hal f, one part was left in the guide catheter and the other on the coronary wire. Part remained on the balloon shaft that was removed safely and the other was in the guide catheter lumen which was withdrawn from patient and removed safely. No balloon material was left in the patient. It is determined that the balloon snagged on calcium and the guide catheter. Procedure was completed with a resolute stent. Patient is stable and discharged from hospital.

Manufacturer narrative:
Evaluation summary: device was returned with procedural guide catheter. Initial inspection saw that the balloon has moved proximally to distal marker band. The inner shaft was stretched and the marker bands had detached. The balloon material had torn in a radial pattern and was jagged and uneven at the detachment site. Initial inspection confirmed only 6.5mm of balloon material remained distal to the balloon bond. The mandrel would not load through the inner lumen most likely due to hardened blood in the lumen. The distal tip material had detached distal to the attach tip bond. The tip material was jagged and uneven at the detachment site. It was not possible to advance a 0.015 inch patency mandrel along the inner lumen due to stretching. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: review of the procedural images confirm the difficult nature of the vessel morphology. Images capture inflation of the euphora balloon in the proximal cx and left main prior to rupture. Images capturing the removal of the device and the detached material are also contained on the cd. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.